Manufacturer narrative:
B5-additional information: refractive surprise, significant reduction of ica, pigment dispersion, unreactive (fixed) pupil, hyperopic surprise +2.00, glare/halos, blurred vision. Reportedly vision is now "ok" at +1.00 hyperopic. Pilocarpine used to constrict pupil and set the icl in the sulcus. H6-clinical code 4581 (significant reduction of ica, pigment dispersion, unreactive/fixed pupil). Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -15.5/+2.5/091 (sphere/cylinder/axis) into the patient's left (os) eye. The surgeon reports iop controlled with alphagam, high vault, shallow ac, "crappy" vision at 20/200. Pupil is dilated and ar is +2.75.